Event description:
Othovisc shots bilateral knees. First shot 3 days later right foot swells and very painful, wear compression socks and 2 months later no better. Went to emergency room on 3rd day, could find no other problems or blood clots. Following week received 2nd shot next day very short of breath with exertion. Third day wheezing with rest and short of breath another emergency room visit. No blood clots sent to pc. Went to cardiologist and pulmonologist. Test done nothing came back related to lungs or heart. Allergies have been horrible since with sore throat and constant drainage. Knee pain is much worse with swelling of knees. Foot still swollen and painful.